Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 42 mg/dl at the time of the incident. The customer reported that transmitter that failed when connected to the sensor he had a lot of issues on the pump. It was unknown whether automode was active at the time of low blood glucose or not. The insulin pump will not be returned for analysis.